Manufacturer narrative:
As reported in a research article, a 32 mm amplatzer septal occluder was chosen for implant in an 14-year-old female patient with an inferior sinus venosus atrial septal defect. A wiggle maneuver confirmed device stability and was released. A residual shunt measuring 10 mm remained at the posterior inferior region between the inferior vena cava (ivc) and the right lower pulmonary vein (rlpv). Despite the residual shunt, the patient demonstrated significant improvement in exercise tolerance. A follow-up computed tomography (CT) performed one year post-procedure demonstrated residual shunt remained. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported residual shunt could not be conclusively determined. The reported hospitalization and surgical intervention is a case-specific circumstance as a 14 mm amplatzer septal occluder was implanted with one disc positioned at the ivc-rlpv junction and the other in contact with the right atrial disc of the 32 mm septal occluder. Reportedly, echocardiographic assessments confirmed the absence of a residual shunt and no evidence of obstruction involving the ivc or rlpv. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: successful transcatheter closure of a large inferior sinus venosus atrial septal defect.

Event description:
The article, "successful transcatheter closure of a large inferior sinus venosus atrial septal defect", was reviewed. The article presented a case study of a 14-year-old female patient with an inferior sinus venosus atrial septal defect (asd). It was reported that on an unknown date, a 32mm amplatzer septal occluder was chosen for implant with an unknown sized amplatzer trevisio delivery system to close an asd with a maximum diameter of 26mm measured by intracardiac echocardiography (ice). A wiggle maneuver confirmed device stability and was released. A residual shunt, measuring 10mm, remained at the posterior inferior region between the inferior vena cava (ivc) and the right lower pulmonary vein (rlpv). Despite the residual shunt, the patient demonstrated significant improvement in exercise tolerance. A follow-up computed tomography (CT) performed one year post-procedure demonstrated residual shunt remained. A decison was made to implant a 14mm amplatzer septal occluder, with one disc positioned at the ivc-rlpv junction and the other in contact with the right atrial disc of the 32mm amplatzer septal occluder. Echocardiographic assessments confirmed the absence of a residual shunt and no evidence of obstruction involving the ivc or rlpv. [The primary and corresponding author was hing-ka lim, department of pediatrics, national taiwan university children¿s hospital, taipei, taiwan, with corresponding email: linhsinchia@gmail.com].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: successful transcatheter closure of a large inferior sinus venosus atrial septal defect.